Event description:
On 06/30/2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 715 mg/dl associated with an inaccurate delivery issue. Reportedly, emergency protocol was initiated; the patient remained hospitalized and was treated by their healthcare provider with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 1/23/2017. The device was returned to animas and evaluated by product analysis on 1/3/2017 with the following results. No defect was found. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Upon review of the complaint record, customer support concluded that there was no product issue, and that the bg excursion was related to training/misuse and diabetes management factors.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.